Event description:
An implantable pulse generator (ipg) system was returned from hospital pathology for disposal. Information identified in the paperwork indicated the patient died approximately 7 weeks post implant of the ipg system. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant products: addrl1 implantable pulse generator (ipg), implanted: (B)(6) 2012; 4968-60 implantable pacing lead, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: a proximal portion of the lead was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.